Event description:
At the planned maintenance on the 9400 system, it was identified that the collimator had one set of leafs not working, the image brightness was fluctuating on both monitors, the x-ray on button was intermittent and the foot switch scout fluoro button was not functional. There was no x-ray on indicator light. There was no report of patient injury

Manufacturer narrative:
A ge service representative performed the planned maintenance inspection. The identified issues were confirmed. System will not pass physicist inspection. Service report given to customer. Advised customer that this system is at its end of life and replacement parts are no longer available. Awaiting further request from the customer. No add'l info at this time. Add'l info will be reported as required.